Event description:
Consumer states I bought a pack of toothbrush heads around a month ago in local drugstore. I replaced my toothbrush head at the beginning of this week. After 3 days, bristles started to coming out of the brush head so I have changed it for the second one and bristles came out from it straight away. The toothbrush heads I bought new pack of 8 toothbrush heads for my sonicare toothbrush from boots. I opened the pack and during first use the bristles started coming off from the head inside my mouth. I didn't use any other brush head from the pack.